Event description:
The customer reported that the battery cap was loose and the end cap sticker is gone. The blood glucose reading was 211mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, cracked belt clip slot, reservoir tube lip, end cap, and scratched screen. The device did not have missing segments/partial display or missing end cap sticker.